Event description:
It was reported by the rep the device was used during a coronary artery bypass graft. It was reported the or believed that the use of the harmonic scalpel curved blade (hc145) resulted in the patient receiving additional surgery to coagulate bleeding in the thoracic wall. The hc145 was used during the coronary artery bypass graft to mobilize the internal mammary artery. 03/12/1999 rep responded and reports he was present during the initial procedure on 3-4-99 and hemostasis appeared to be achieved.